Event description:
In 2007, pt underwent a total knee replacement. After the procedure, the impactor that was used was found to be broken. The impactor was sent back to the company, biomet. On may 21st, 2008 the surgeon who performed the total knee procedure reported to the surgery department that it was discovered a piece of the impactor had broken off in the pt's knee. This finding was discovered during a postoperative office visit. The pt had the piece of the impactor removed at an ambulatory surgery center. Dates of use: 2007. Diagnosis or reason for use: total knee replacement.